Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and was attributed to a missing main knob. The knob was replaced to remedy the problem condition. Analysis of reports of this type has not identified an increase in trend.